Event description:
It was reported that the customer received a button error alarm and that her insulin pump was no longer working properly. The customer's blood glucose was 173 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. All of the buttons functioned properly; no button error alarm noted. The insulin pump has cracked belt clip slot, cracked reservoir tube, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.